Event description:
It was reported that there was a hole in the packaging of the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was returned in its packaging for analysis. There was a hole in the 4195 packaging box. It cannot at this time be determined when or how this occurred. The lead was not tested or removed from the packaging box to preserve the integrity of the box.